Event description:
The customer reported they were going to use this unit as a transport monitor but they could not get an ECG signal. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.